Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they noticed there was excess water in their circuit. They did troubleshooting and the unit seem to be runing fine. They will let the unit run and see if anything happens. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the 3100a ventilator experienced fluctuating amplitude during patient use. The patient was transferred to another ventilator with no patient harm reported.